Manufacturer narrative:
The device in question was returned to mmdg for evaluation of possible volumetric inaccuracy. Mmdg successfully duplicated the complaint, observing the pump under-delivering during a standard volumetric accuracy test. The pump was found to be over 3 years overdue for standard preventive maintenance, despite it having alerted the user of the need for maintenance on each pump start-up (the alerts are recorded in the device's event log). It dearly needed re-calibration, which will be performed.

Event description:
The initial reporter stated: "not infusing correct amount". No other information was provided. (B)(4).